Event description:
It was reported by service report that the fowler will not lower all the way due to a bent finger and bent cotter pin. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler finger. Cotter pin.